Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider via a manufacturer representative and medical affairs representative in regards to a patient who was being treated with baclofen 1200 mcg/ml (2,277.5 mcg/day), dilaudid 3.8 mg/ml (7.21 mg/day), bupivacaine 16 mg/ml (30.366 mg/day) intrathecal therapy via an implanted pump. The patient had two simultaneous itb pumps running. The second intrathecal pump was administering baclofen 2,398 mcg/day, dilaudid 6.51 mg/day, and bupivacaine 27.411 mg/day. The type of baclofen and lot numbers contained in the two pumps was unknown.the 1st pump's indication for use (IFU) was listed as intractable spasticity and post spinal cord injury. The 2nd pump¿s indication for use (IFU) was listed as non-malignant pain and post spinal cord injury. The patient's medical history and concomitant medications were unknown. Per the physician, the patient was experiencing cycling symptoms of overdose/underdose that resulted from dose titration attempts to pump one of the two pumps (dates unknown). Symptoms included drowsiness, lethargy and increased spasticity. A catheter dye study was performed that revealed a patent catheter (date unknown). No other interventions/actions were taken to resolve the issue. The issue was not resolved at the time of this report. No surgical intervention occurred or was planned. Patient status at the time of this report was alive with no injury. A supplemental report will be provided as additional information becomes available.